Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited loss of capture. It was repoted the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.